Event description:
About a month prior to the date of this report, it was reported that the patient never had therapeutic effect. Since having a new implant, the patient did not have urinary relief and the urgency was there. All four programs had been tried and it was noted that the patient could perceive the cycling of the programming. This made it difficult for stimulation adjustment. It was noted that the stimulation level was the same for some of the programs but others required higher stimulation level than before. It was noted that stimulation had shifted. The patient had an appointment scheduled with the healthcare provider. As of the date of this report, it was stated that the patient had tried multiple programs for close to two weeks each and had not gotten relief. It was stated that the device was ¿simply not working.¿ the cycling of the programming had been disabled. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# v229034, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).